Manufacturer narrative:
Batch review performed on (B)(6) 2023: lot 2310173: (B)(4) items manufactured and released on 10-may-2023. Expiration date: 2028-apr-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implant involved in the event batch review performed on (B)(6) 2023: liner: mpact dm 01.26.2850mhc double mobility hc liner ø 50/28 (k092265) lot. 2236018: (B)(4) items manufactured and released on 18-oct-2022. Expiration date: 2027-sep-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. About 2 weeks after the primary surgery, the surgeon revised all components and the surgery was completed successfully.